Event description:
Baxter reported one incident of a patient experiencing itching during use of psn 140 dialyzer. It was reported that the extracorporeal circuit was primed with 250 - 300 mis saline, rather than the recommended 1 l normal saline.